Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. An internal inspection resulted in no findings. The main board was replaced as a pre-caution. The device was recertified and returned to the customer. The batteries used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.